Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. The bumper tip of the device showed no signs of damage. The stent was damaged. The most distal stent row was slightly flared. In addition, the two most proximal stent rows were raised from the balloon, flared and bent distally. The flaring of the proximal and distal stent strut rows resulted in a "dogboning" effect. This is caused by minimal positive pressure being applied to the balloon causing the stent to flare at both ends. The balloon had the appearance of having been slightly inflated at both ends. Contrast media was present within the balloon and inflation lumen, therefore indicating that the device was prepped for use. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. A 3.50x38mm promus element ¿ long drug-eluting stent was selected for use and advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.